Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected, vitros tropi es result was obtained from a single patient sample when tested using vitros tropi es reagent lot 4380 on a vitros eci immunodiagnostic system. The most likely assignable cause for the higher-than-expected vitros tropi es result was an instrument related issue. Pre-service diagnostic precision tests were outside ortho acceptance guidelines, suggesting unacceptable instrument performance. An ortho field engineer (fe) performed service and maintenance actions to the instrument, including cleaning of the microwell incubator and the well wash probe, replacement of the outer ring wear pad and the signal reagent tips and probes. Following service actions, acceptable qc fluid performance was obtained, and the vitros tropl es precision test performed was within ortho acceptable guidelines indicating the vitros eci immunodiagnostic system was now performing as expected. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros product tropi es, lot 4380. (B)(4).

Event description:
A customer obtained a non-reproducible, higher than expected, vitros tropi es result from a single patient sample when tested using vitros tropi es reagent lot 4380 on a vitros eci immunodiagnostic system. Patient sample 1 result of 0.059 ng/ml versus the expected result of <0.012 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected, vitros tropi es result was not reported from the laboratory. Ortho has not been made aware of any allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint (B)(4).

Event description:
A customer obtained a non-reproducible, higher than expected, vitros tropi es result from a single patient sample when tested using vitros tropi es reagent lot 4380 on a vitros eci immunodiagnostic system. Patient sample 1 result of 0.059 ng/ml versus the expected result of <0.012 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected, vitros tropi es result was not reported from the laboratory. Ortho has not been made aware of any allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and ivd 497923.

Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected, vitros tropi es result was obtained from a single patient sample when tested using vitros tropi es reagent lot 4380 on a vitros eci immunodiagnostic system. The most likely assignable cause for the higher-than-expected vitros tropi es result was an instrument related issue. Pre-service diagnostic precision tests were outside ortho acceptance guidelines, suggesting unacceptable instrument performance. An ortho field engineer (fe) performed service and maintenance actions to the instrument, including cleaning of the microwell incubator and the well wash probe, replacement of the outer ring wear pad and the signal reagent tips and probes. Following service actions, acceptable qc fluid performance was obtained, and the vitros tropl es precision test performed was within ortho acceptable guidelines indicating the vitros eci immunodiagnostic system was now performing as expected. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros product tropi es, lot 4380. Email address for contact office above is (B)(6).